Event description:
It was reported that the arctic sun device has low air leak and was initially not cooling. The user had added water when prompted and water temperature dropped from 28 c to 7 c, but still with low air leak. Also said flow went from 3 s to 2 s to currently 1.7l pm after restarting. Event log showed an alert 113 (reduced water temperature control), alert 116 (patient temperature one not changed for extended period of time), alarm 04 (water reservoir below minimum). Ms and s had user to disconnect and reconnect, then the flow was from 3.8lpm to 2.7lpm and water temperature was currently 4 c. Explained alarms and told the user to change arctic sun device if patient not cooling (an alert 113 - reduced water temperature control comes back or water not cold).

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device has low air leak and was initially not cooling. The user had added water when prompted and water temperature dropped from 28 c to 7 c, but still with low air leak. Also said flow went from 3 s to 2 s to currently 1.7l pm after restarting. Event log showed an alert 113 (reduced water temperature control), alert 116 (patient temperature one not changed for extended period of time), alarm 04 (water reservoir below minimum). Ms and s had user to disconnect and reconnect, then the flow was from 3.8lpm to 2.7lpm and water temperature was currently 4 c. Explained alarms and told the user to change (B)(6) device if patient not cooling (an alert 113 - reduced water temperature control comes back or water not cold).